Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified joint surgical procedure, it was observed that the battery reamer / drill device stopped working. According to the report, the device had no power. It was reported that there were no delays to the surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was unknown; however, the reporter stated that the event occurred during the month of (B)(6) 2015. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed and it was found that the device runs warmer than usual and the trigger is sticking. It was further noted that an unknown liquid was found internally, the trigger components were worn, the electric motor was damaged, and internal components were corroded. The assignable root cause was determined to be due to immersion and sterilization procedures. It was further determined that the cleaning, sterilization, and/or maintenance procedures were not followed as per the directions for use (dfu). This is further defined as misuse, and abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During subsequent follow-up with the reporter, additional information was obtained. The reporter stated that the battery reamer/drill device became hot. If additional information should become available, a supplemental medwatch report will be submitted accordingly.